Manufacturer narrative:
Device manufacture date: 05/27/2015. No anomalies were observed in the device history record review that would contribute to the issue. Thirty-two retain bis from the affected lot were submitted for functional evaluation; specification was met with all thirty-two bis. Additionally, no physical bi damage and/or leakage was observed following sterrad® processing. No manufacturing related anomalies were observed in the returned product.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 48 hours. After sterilization the chemical indicator (ci) did not change color correctly. There was no problem with storage. The previous and subsequent bi results were negative. The load consisted of nine batteries, which were all released. There was no injury or harm reported with the issue. This event is reported to the FDA since the load was released and potentially used on patients before the cyclesure 24 bi results were confirmed.

Manufacturer narrative:
Advanced sterilization products (asp) received additional information from the customer stating the cyclesure® 24 biological indicator (bi) was not processed with the reported load. As a result, this complaint is deemed not reportable for releasing a load associated with a positive bi.